Event description:
It was reported via phone call that the insulin pump had recurring no delivery alarms on the insulin pump. Through troubleshooting it was noted that the insulin did not exit the tubing during fixed prime. Customer's blood glucose reading at the time of the call was 159 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump seats and then alarmed no delivery in the middle of motor travel during displacement test without a reservoir in the reservoir tube due to unknown dried substance noted on motor slide. The insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection.